Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently did not perform the fill tubing step during the load sequence. Customer's blood glucose was 275 mg/dl. During troubleshooting, customer was advised to disconnect the tubing from the infusion set site and perform the fill tubing step.